Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon eval, there was contamination on the battery board. The cause of the resets is the contamination. The root cause of the contamination is ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem.